Event description:
The customer reported the system displayed a precharge voltage error, filament regulator failure and a charger failure error and shut down. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.